Event description:
A us distributor reported that a monitor would not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was unable to power on. The cause for the resets was isolated to a shorted f600 and u1003 pld processor on the computer/analog board. The root cause for the shorted f600 and u1003 pld processor could not be positively identified. There were no adverse events associated with the monitor malfunction.